Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing on the right ventricular (rv) channel due to insulation damage from a subclavian crush. This rv lead was removed from service and replaced during the procedure to replace the associated device which is included in an advisory population. No additional adverse patient effects were reported.